Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination of lead, it was noted that the right atrial (ra) lead was dislodged and there was failure to capture. The physician explanted and replaced the ra lead on (B)(6) 2021. The patient was in stable condition.